Event description:
The patient came to have home infusion chemo pump removed, white residue was noted around the filter on the tubing connected to the chemo bulb. Small amount of white residue also noted on the pump bag. Lot #30117472. Due to chemotherapy in tubing, unable to return per pharmacy.

Event description:
The patient came to have home infusion chemo pump removed, white residue was noted around the filter on the tubing connected to the chemo bulb. Small amount of white residue also noted on the pump bag. Lot #30117472. Due to chemotherapy in tubing, unable to return per pharmacy.